Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that after they were injected in the cheeks with two syringes of unspecified dermal filler that one month later, they developed a severe staph infection which made their eyes droop, face and head blow up. They then reported their eyes closed and they went to eye md. He put them on antibiotics. Situation got worse so they went to ER where they did a CT scan and was put on more antibiotics. Their head blew up again and they went back to ER, where they gave them more antibiotics. Eventually, md took out fillers on left side only. Still has soreness in their face. They went to see a "allergan rep md" who said they were injected too much and technique was aseptic. Their face is now worse than before on left side. It was also noted "eye is bulging out, staph infection, indentation under the eye, eye pain and eye throbbing." Patient reported that they were on antibiotics for two months and had to be hospitalized twice.